Event description:
It was reported that the patient experienced hemorrhoids with symptoms of severe rectal pain and swelling. The etiology of the issue was reported as a ¿new illness, injury¿. A surgical intervention of internal and external hemorrhoidectomy along was reported along with treatment with preparation h (b.i.d.) And appointments with their primary care physician and surgeon. The outcome of the event was reported, as of (B)(6) 2012, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# v100936, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).